Event description:
It was reported to boston scientific that during an hta procedure, the patient sustained a burn on her thigh from the tubing. The degree of burn was reported as a first degree burn. The patient was treated with silvadine cream and a full recovery is expected.

Manufacturer narrative:
The hta console was returned for evaluation and found to function properly. A DHR review revealed no anomalies. The hta procedure set was not returned. Based upon the event discription, it has been concluded that the user draped the hta sheath tubing over the patient's thigh which caused the burn. The hta operator's manual contains the following warning " do not place the procedure sheath tubing over the patient's leg or in contact with any other part of the operators's or patient's anatomy, as the tubing carries hot fluid and contact with it could result in thermal injury."